Manufacturer narrative:
Combination product: yes.

Event description:
It was reported that loss of capture was observed on this lead. Additionally, unstable rv sensing and shock impedance trends were noted. The lead was replaced. The explanted lead was discarded.

Manufacturer narrative:
Combination product: yes. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between 10th of june 2025 and 4th of february 2026 recorded a fluctuating pacing impedance between 2,000 ohms and 2,700 ohms and a fluctuating shock impedance between 80 ohms and 125 ohms. No further data is available for analysis. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.